Event description:
The catheter was inserted into a pt's brain and worked successfully for the first day. On the second day, the probe was disconnected in order to transfer the pt to tomography. Upon re-connecting the probe, the catheter failed to show measurements. There was no pt injury reported.